Event description:
Pt was tested on suspect device, inr 47.1 and 7.0. Sample sent to laboratory, inr 4.7 and 4.9. No info provided regarding treatment. Controls were unavailable to run to verify system performance.